Event description:
It was reported that the minute ventilation (mv) rate response of this pacemaker was not as expected. Technical services (ts) analyzed the presenting electrogram (egm) and provided reprogramming as troubleshooting. After reprogramming was performed, the rate response dropped to 75 beats per minute (bpm). It was also found that the atrial pacing impedance had been greater than 3000 ohms, which was out-of-range. Ts further recommended further testing of sensing and heart rate. No adverse patient effects were reported. Currently, this pacemaker remains in service.